Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that she was having an inaccuracy issue with the control solution with an unknown lfs product. The reportedly developed low blood glucose symptoms after the reported accuracy issue began. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the lifescan customer service. The patient was unable to provide the name of the products at the time of the call, since she did not have any of her products with her at the time. She was alleging that the control solution test results were erratic; however, the results were not noted. She claimed that 30 minutes after the reported issue occurred, she developed low blood glucose symptoms (specific symptoms were not noted) and had consumed more food/drink. No other forms of treatment were reported. According to the troubleshooting performed with customer service, the reported issue was not resolved. Based on the provided information at this time, it is unclear how the inaccuracy issue with control solution can lead to the patient's symptoms. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. However, this complaint is being reported because the patient allegedly developed low blood glucose symptoms after the alleged issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.